Manufacturer narrative:
The insulin pump passed the displacement test. Pump failed the sleep current test and active current test due to moisture damage on the electronic assembly. Unexpected battery power loss confirmed. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had second occurrence of replace battery now alarm after low battery alarm. Customer used the suspend before low or suspend on low continuous glucose monitoring feature. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.